Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
Sales rep noted the device was getting hot during use. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
Sales rep noted the device was getting hot during use. There was no patient impact, no delay, no medical intervention, and no adverse consequences.